Event description:
It was reported that the pt received an acetabular cup on (B)(6) 2006. Pt has been suffering from discomforts since (B)(6) 2009 and limited movements due to pain. The pt then underwent revision surgery on (B)(6) 2012 due to elevated levels of chrome, cobalt and titanium in her blood.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).